Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to jan 22, 2025. Section d4: model number: the specific cylinder is unknown as the serial number was not provided. It was reported that the lens was an "odyssey toric". Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted, give date: not applicable, as the device remains implanted. Section h3(no): the device was not returned for evaluation (the device remains implanted) and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient, approximately six weeks post-operation with an odyssey toric intraocular lens (iol) is experiencing a decrease in the quality of vision despite a normal examination and macular optical coherence tomography (oct) results. The patient is scheduled for surgery on the second eye next week. The patient is unable to perform one or more daily activities post-surgery. No further information was provided.